Event description:
According to the reporter during laparoscopic video assisted right lower lobectomy, on one of the last firings, there was poor staple formation and the staple line was incomplete. Upon close inspection of the bronchus, it was visible that there were staples but that they had not formed into "b" as they are supposed to. The surgeon may not have hit the anvil upon firing. The stapler made a crack noise as it was fired and seemed to have fired over the entire tissue bundle including the bronchus. After a leak test was performed (where the staple line is submerged underwater) bubbles emerged reflecting a leak in the bronchus. The patient experience tissue damage as a result. A new stapler was used and fired to seal the bronchus.

Manufacturer narrative:
Concomitant medical products: unknown egia su, unknown endo gia sulu (lot#unknown). If information is provided in the future, a supplemental report will be issued.